Event description:
During a graft placement, the balloon would not deflate. The physician cut the middle of the catheter shaft and after approximately thirty seconds, the balloon deflated spontaneously. Pt sustained no adverse effect.